Manufacturer narrative:
External insualtion abrasion was noted at 23-25cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 34.5-36.1cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported that the patient presented for elective ICD replacement. Externalized conductors were noted via fluoroscopy. All electrical measurements were normal. Lead was explanted and replaced. No complicationswere noted. During procedure.

Manufacturer narrative:
External insulation abrasion was noted at 23.0-25.0cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 34.5- 36.1cm from the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.